Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("ne of the devices had perforated the tube") and device breakage ("the persistence of the small fragments of the device were confirmed through pathological anatomy") in a female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), device dislocation ("one of the devices is not visualised") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (laparoscopic salpingectomy and hysterectomy). At the time of the report, the outcome of fallopian tube perforation was unknown. The reporter considered device breakage, device dislocation, fallopian tube perforation and hypersensitivity to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): und that there were signs of intramyometrial fragments in the myometrial area of both ostia, which led to the recommendation of a hysterectomy, which she agreed to. The persistence of the small fragments of the device were confirmed through pathological anatomy [pathology test] (date unknown): in the right tube (sample b), there is a perforation area of 1.7 cm. The diagnosis of perforation was, therefore, made after the salpingectomy and once the complete specimen had been examined [ultrasound scan] (date unknown): one of the devices had perforated the tube. The following amendment was made: upon internal review this case was found to be duplicate of case (B)(4). Therefore need to be marked for deletion. All references , events , source documents & reporter are transferred to retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("ne of the devices had perforated the tube") and device breakage ("the persistence of the small fragments of the device were confirmed through pathological anatomy") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), device dislocation ("one of the devices is not visualised") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (laparoscopic salpingectomy and hysteroctomy). At the time of the report, the outcome of fallopian tube perforation was unknown. The reporter considered device breakage, device dislocation, fallopian tube perforation and hypersensitivity to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): und that there were signs of intramyometrial fragments in the myometrial area of both ostia, which led to the recommendation of a hysterectomy, which she agreed to. The persistence of the small fragments of the device were confirmed through pathological anatomy [pathology test] (date unknown): in the right tube (sample b), there is a perforation area of 1.7 cm. The diagnosis of perforation was, therefore, made after the salpingectomy and once the complete specimen had been examined [ultrasound scan] (date unknown): one of the devices had perforated the tube. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.